Event description:
Patient reports feeling ill to upper respiratory illness and suspects the implant/abutment might have become infected and was loose on (B)(6) 2014. Patient seen by physician and given antibiotics. Patient reports on (B)(6) 2014 that implant has come out. Patient reimplanted on (B)(6) 2014.